Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the inner shaft 5mm proximal of the marker band and a hole in the shaft 7mm proximal of the marker band. The marker band was flattened. The device was functionally tested with a .014" guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 1.20 x 12mm emerge balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 1.20 x 12mm emerge balloon catheter. No patient complications were reported.